Event description:
Reporter indicated that high impedance readings were obtained at a pt's office visit. The pt was also experiencing an increase in seizures at that time, but the seizures were not greater than pre-vns baseline levels. The pt underwent a lead revision and a prophylactic battery replacement. Product analysis was completed on the returned complete lead. A stress-induced fracture (fatigue appearance) was noted at the connector ring quadfilar coil near the electrode bifurcation area. This lead break likely contributed to the high impedance condition.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.